Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose level. The customer¿s blood glucose level was 257 mg/dl to over 600 mg/dl. The customer reported that the infusion site of where the reservoir goes in the sealer was broken and it was hanging loose and the gasket was gone. The customer reported that the reservoir comes loose when on the insulin pump. The customer declined troubleshooting for high blood glucose level. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device received unable to perform the displacement test due to complete broken reservoir tube lip noted. Received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, missing reservoir tube o-ring, cracked case display window corner, missing end cap sticker, stained address or serial number label, cracked belt clip slot, cracked reservoir tube window and cracked case reservoir tube window corner. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.